Event description:
Surgeon identified that hickman catheter cracked at the bifurcation requiring the patient to return to surgery for replacement. Surgeon stated he recently had a patient at another hosp have this exact same issue.